Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation on (B)(6) 2017 confirmed that the coating on the outer surface of the jaw partially came off. Both the probe tip and the non-insulated part had contact marks with each other. There was no abnormality occurred when we performed probe check. When we closed the grasping section and activated seal mode, short circuit error was not occurred. When we pressed the seal button and the seal & cut button, the subject device could output. The device history record for the lot indicated no abnormality with the event-related items below. Hf oscillation inspection, appearance. Based on the past similar cases, omsc assumed that probe damage error occurred in this phenomenon. It was known that probe damage error and contact marks occurred since the user kept activating output of the device while the probe contact with the non-insulated part of grasping section. Therefore, it was assumed that the subject device could not output because the user could not cancel the probe damage error even after reconnection between the subject device and ultrasound transducer. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the user scraped dirt such as burnt deposit with a hard object. The instruction manual of the device has already warned as follows; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During an unspecified procedure, the subject device was used. The subject device did not output from starting of the procedure. The subject device did not output when the seal button was pressed even after reconnection between the subject device and ultrasound transducer. There was no further information reported. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation on (B)(6) 2017 confirmed that the coating on the outer surface of the jaw partially came off. It was not reported that any parts of the subject device were fallen into the patient.